Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body, and the actuator shaft was found to be outside of the main body. The damage to the spacer was sufficient to prevent functional testing. The damage to the spacer indicates failure was likely due to deployment against resistance such as bone and, or manipulation of the position of the device by gear shifting of the inserter. The labeling review states to not force deployment as implant breakage or damage to bony structures may result. Resistance encountered during deployment of the spacer implant may suggest there is interference between the implant and bony anatomy and, or suboptimal implant positioning.

Event description:
It was reported that during an indirect decompression spacer implant procedure a crack sound was heard and the spindle cap was found to have broken into pieces. The spacer pieces were removed from the patient and a new spacer was successfully implanted. There were no reported patient complications due to the event.

Event description:
It was reported that during an indirect decompression spacer implant procedure a crack sound was heard and the spindle cap was found to have broken into pieces. The spacer pieces were removed from the patient and a new spacer was successfully implanted. There were no reported patient complications due to the event.